Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui, pelvic relaxation, uterine descensus, cystocele, enterocele. It was reported that following insertion the patient experienced urinary problems, dyspareunia, fecal incontinence and prolapse. The patient underwent hysterectomy and mesh repair on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient was treated on 06/13/2012 due to a mesh condition. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.